Event description:
It was reported that the customer went to the emergency room (ER) due to low blood glucose (bg) (value not provided). Reportedly, the customer fell, bit tongue and had seizure. Bg was treated with intravenously with fluids of saline. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not suspend insulin as intended, however, system check with tandem technical support confirmed that the pump and related supplies were operating as intended.